Event description:
It was reported that during a rotational atherectomy procedure, a catheter leak occurred. The lesion was located in the left circumflex artery (lcx). After the completion of one ablation pass with the 1.5mm rotalink plus system, leaking from the catheter body connection of the burr was noticed. This device was removed and they upsized to a 2.0mm burr to complete the case. No patient complications occurred. The patient status was good.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).